Event description:
Two cyphers restenosed which required add'l treatment. Two days after the 2nd procedure, the pt returned to the ER with symptoms of dyspnea and aggravating of dyspnea on exertion (doe). The pt was a male with a history of previous pci (which thrombosed), previous CABG, hyperlipidemia, type I diabetes, copd, liver disease, and moderate to severe renal disease. Prior to the procedure, the pt was taking aspirin, clopidogrel, insulin, statins, and beta blockers. The target lesions were in-stent restenoses of two cypher selects 18 x 3.5 mm implanted two year earlier. When the original cyphers (18 x 3.5mm) were implanted in the svg to rca, the vessel diameter was 3.5mm, stenosis was 70%, and the lesion length was 16mm. It was totally occluded for great than 3 months. The indication for the second procedure was stable angina pectoris. During the procedure, the pt was given, aspirin, clopidogrel, and heparin. Pre-procedure lvef was 30-50% and cardiac enzymes were normal. After the procedure, ck-mb was <2 times above the upper normal level. The 1st target vessel was a saphenous vein bypass graft (svg). The closest distal anastomosis lead to the distal right coronary artery (rca). The vessel diameter was 3mm and the lesion length was 16mm. Pre-procedure stenosis was 100%. Post-procedure stenosis is unk. Timi flow before and after the procedure was 3. The guidewire used in the 2nd case was an mp 5 7fr side hole. Lesion classification was b1. The lesion was pre-dilated with a 2.5x15mm balloon at 8atm. A cra 18300 was deployed at 12 atm. It was post-dilated with a 15x3.18 balloon at 14 atm because the stent was not fully expanded. Ivus was not used. The 2nd target vessel was the distal rca. The vessel diameter was 2.5mm and the lesion length was 31mm. Pre-procedure stenosis was 80%, post-procedure stenosis is unk. Timi flow before and after the procedure was 3. The lesion was an in-stent restenosis of an unk cypher. Lesion classification was c. The lesion was not pre-dilated. A cypher was implanted at 16atm. It was post-dilated with a 15x2.72 balloon at 14atm because the stent was not fully expanded. Ivus was not used. The 2nd set of cyphers implanted did not fully cover the original cyphers which had restenosed. The physician commented that it was a "successful stenting". Two weeks after the index procedure, the pt visited the ER with dyspnea on exertion. He was hospitalized for approx. A month. He has a history of copd with asthmatic component. He is being treated by medication (doubutamin and oxygen. The pt's symptoms improved and he was discharged with no symptoms of dyspnea. The pt was discharged 4 days after the procedure. Medications at discharge were aspirin, clopidogrel, insulin, statins, and beta blockers. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.